Event description:
(Vaginal hysterectomy): surgical assistant started with the harmonic scalpel at the 12 o'clock position. After the assistant started and then stopped the harmonic at about the 2 o'clock position, the surgeon noted that approximately the first 2-3 mm of the tip of the harmonic scalpel was missing. At this point in time, the anterior part of the uterus was closely inspected to see if surgeons could see whether the tip had dropped or was stuck in the tissue. Nothing was visualized. They immediately looked in the cul-de-sac and gently pulled back the bowel. Nothing was noted in the cul-de-sac, and all the fluid and blood in the cul-de-sac was aspirated. Profuse irrigation was performed in the event that it was elsewhere and could be flushed into the cul-de-sac. Despite multiple comprehensive irrigations and aspiration of the fluid, the 2-3 mm tip of the harmonic scalpel was not located. A new harmonic scalpel was then used, and the remainder of the cervix was circumscribed until the uterus and cervix were detached from the vaginal attachments. The specimen was then retrieved through the vagina. The surgeon again inspected the specimen and did not note any metal tip stuck in it. However, the specimen was sent to pathology with the request that the anterior portion to be inspected for any embedded metal fragment.